Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, it was observed that the patient¿s chronic device was in vdd mode. Upon further investigation into the patient¿s chart it was noted that the right atrial lead had exhibited loss of capture and the device had been programmed to vdd mode for several years. The physician elected to keep the lead implanted in the same mode as the lead was sensing the p-waves fine and the patient already had multiple leads implanted. The patient was stable before during and after the procedure.